Manufacturer narrative:
((B)(6) complaint). Product manufactured but not sold in the u.s. (B)(4).

Event description:
(B)(6) complaint. See MFR report# 2023826-2019-01023 for previously implanted lens. The shorter replacement icl implanted did not resolve the problem. Lens remains implanted. The patient complains of dilated pupil, glare and halos. Sometimes the pupil becomes oval shaped. The associated surgeon states that the patient "talk nicely" and "no unhappy manner during communication". It was also found that "she has had depression symptom health record". According to the surgeon, after exchange the patient's iop is normal, va is 20/20, vault is 0.75ct and pupil is normal.

Manufacturer narrative:
Corrected data: implanted date should be entered as (B)(6) 2019 in initial medwatch report. (B)(4).